Event description:
During device preparation with the patient on the table, the generator displayed a warning message that the grounding pad was not connected properly and the procedure was cancelled.

Manufacturer narrative:
One ionicrf¿ generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. Review of the attached system log files shows multiple ¿check grounding pad connection¿ errors on the reported event date which confirms the reported event. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported grounding pad error could not be conclusively determined as the generator functioned as anticipated throughout investigation.